Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post chronic catheter placement, the device was allegedly pulled out when repositioning the patient at home. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Patient had allegedly pulled the catheter which is against the instructions for use procedure. Therefore, the investigation is confirmed for the identified improper procedure. However, the investigation is inconclusive for the reported patient pulled out catheter issue as no objective evidence was provided for review. The root cause for improper procedure was noted to be use error and could not be determined for expulsion. Labeling review: the instructions for use states: - warning: do not continue pulling against resistance as this may cause catheter breakage and embolism. Free up the resistance (e.g. By repositioning the patient) before proceeding further. - precautions: carefully read and follow all instructions prior to use. - only qualified healthcare practitioners should insert, manipulate, and remove this catheter. - catheter removal: traction removal- pull the catheter external segment downward in a straight line away from the exit site with a series of gentle tugs. When separation of the cuff from the surrounding tissue and/or catheter occurs, there will be a ¿break-away¿ feeling. Continue to pull gently on the catheter to complete the removal. Apply pressure to the catheter/vein insertion site as needed to control bleeding. If the cuff remains in the subcutaneous tissue, dissect it out through a small incision utilizing local anesthesia. H10: g3, h6 (device, method) h11: b5, h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter was allegedly pulled out while repositioning the patient at home. There was no reported patient injury.